Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac) and a microcatheter. During the procedure, the physician successfully placed on swiftpac into the target vessel. While advancing the next swiftpac into the microcatheter, the hospital technician experienced resistance, and the swiftpac coil unintentionally detached within the microcatheter. The microcatheter containing the detached swiftpac coil was removed and the coil was flushed out of the microcatheter. The procedure was completed using other swiftpac coils and the same microcatheter. There was no report of an adverse effect to the patient.